Event description:
On (B)(6) 2012 the reporter contacted animas to report that on (B)(6) 2012 at approximately 2:00 pm the patient became unresponsive and had the symptom of slurred speech during an acupuncture office visit. Emergency services were contacted. When paramedics arrived, the patient's blood glucose level was tested to be 23 mg/dl. The patient was given intravenous treatment, she was unable to specify the treatment, and transported to the emergency room. The patient noted that her blood glucose levels, meals and insulin doses earlier on the day of this event had been normal. The patient stated her afternoon 1:00 pm snack had been delayed while at the hcp office visit. Troubleshooting revealed all pump settings and programming were correct, except for the date/time. The patient used only one basal setting, and had had no issues with her blood glucose levels prior to this event. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by skipping/delaying her afternoon snack. However, as the patient suffered symptoms and blood glucose levels indicative of severe hypoglycemia afterwards, and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: no functional defects were found with the returned pump. There was no data available in the download history or black box for the time of the reported event due to continued patient use. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history, only typical usage was observed. A 29 hour flow test was performed on the returned pump; the pump passed and was found to be delivering within the required specifications. Review of daily insulin delivery shows the pump was delivering accurately. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history, only typical usage was observed.